Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The device was returned to olympus for evaluation. A visual inspection on the device was performed and found the teflon pad lifted and partially split, exposing metal underneath. A short circuit error message was observed when the jaws were closed and the seal/cut function was activated likely due to the exposed metal. The teflon pad was found intact and no evidence of missing fragments. In addition, the device was then tested with an olympus electrosurgical generator (usg-400/esg-400) and a probe check was performed. The device passed the probe check. The distal end of the device was then inspected under a microscope and found no visual indication of damage to the probe unit. Based on similar reported events, the cause of the reported teflon pad damage could be related to the operator¿s technique when insufficient tissue or no tissue is between the probe and jaw when the device is activated. The instruction manual provides several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a laparoscopic procedure, the thunderbeat device did not work properly. The procedure was completed using a different hand piece. There was no patient injury reported.